Manufacturer narrative:
Product investigation is in progress.

Event description:
Cotton was broken - tampax [device breakage]. Applicator broken - tampax [device physical property issue]. Case narrative: consumer reported via phone that the tampon applicator and cotton was broken. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation. The lot code is not legitimate.

Event description:
Cotton was broken, tampax [device breakage]. Applicator broken, tampax [device physical property issue]. Case narrative: consumer reported via phone that the tampon applicator and cotton was broken. No injury was reported. Lots: 3033243051781102, 3022243021571105.